Manufacturer narrative:
(B)(4). The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 03/28/2013 which places the age of the device at approximately 4.1 years. A review of the certificate of conformity (c of c) is not applicable at this time because it is highly probable that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply power was intermittent, and the connector looks worn. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply power was intermittent, and the connector looks worn. A replacement device was used to complete the procedure.